Manufacturer narrative:
The investigation into the pump not detected issue has been completed since the original report was filed. The device was returned for investigation. The cause of the pump not detected issue was use related, as pump did not go through or complete the case start procedure on the console per clinical and field investigation. Case start was successfully completed on the returned product and the issue was unable to be reproduced.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old male noted for high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported the impella was prepped for placement but when it was plugged in, the console showed "defective catheter" alarm. The staff unplugged the impella and plugged it back in without resolution. A new impella was opened and prepped successfully.